Manufacturer narrative:
Device evaluated by manufacturer: a visual examination of the returned device found that the stent struts, 3 rows distal to the proximal edge of the stent, were lifted and bent back distally. No other damage was noted along the entire length of the device. A 0.015 inch size mandrel was inserted through the tip and wire lumen with no restrictions noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
The 80% stenosed lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The lesion was predilated with an unspecified balloon and the residual stenosis was 50%. The physician advanced the 16mm x 3.00mm liberte bare stent delivery system (sds) to the lesion, but encountered difficulties while attempting to cross the lesion. Three attempts to cross the lesion were made, however, these attempts were unsuccessful. The liberte bare balloon was never inflated. Difficulty was also encountered while removing the liberte bare sds from the lesion. Once the liberte bare sds was removed from the patient stent damage was noted. The physician attempted to advance another liberte bare sds across the lesion, however, this device was also unable to cross the lesion. Surgery was recommended. No patient complications were reported and the patient's status is stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure stent damage occurred. The 80% stenosed lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. The lesion was predilated with an unspecified balloon and the residual stenosis was 50%. The physician advanced the 16mm x 3.00mm liberte bare stent delivery system (sds) to the lesion, but encountered difficulties while attempting to cross the lesion. Three attempts to cross the lesion were made, however, these attempts were unsuccessful. The liberte bare balloon was never inflated. Difficulty was also encountered while removing the liberte bare sds from the lesion. Once the liberte bare sds was removed from the patient stent damage was noted. The physician attempted to advance another liberte bare sds across the lesion, however, this device was also unable to cross the lesion. Surgery was recommended. No patient complications were reported and the patient's status is stable.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).